Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working. It was noted there was an inflation issue, and the reservoir had fluid loss. The pump stayed flat. The reservoir was explanted and replaced. No patient complications reported.

Manufacturer narrative:
B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working. It was noted there was an inflation issue. The device is still implanted, and a revision surgery is booked. No patient complications reported.